Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Also, patient experienced bleeding, discomfort and pain. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. Also, patient experienced bleeding, discomfort and pain. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm high capture thresholds allegation based on normal lead resistance measurements, a passing inner insulation integrity test and inspection which showed no conductor issues. Also, pain, discomfort and hemorrhage were not confirmed. Further, no problem detected was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.